Manufacturer narrative:
The failure investigation has been completed and the alleged issue was verified in the pump logs; however, no failure was identified. The information will be used for tracking and trending purposes.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that an occlusion alarm occurred; cause was unknown. Additionally, it was reported that the touchscreen was unresponsive. The customer experienced an elevated blood glucose (bg) level of 511 mg/dl; no other information was provided regarding high bg. Reportedly, customer reverted to manual injections for insulin therapy.